Manufacturer narrative:
Additional information: d10. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the steroid at the end of the lead had broken off. The physician elected to use a new lead which was successfully implanted. The patient was stable throughout.